Event description:
Patient was in neuro-interventional radiology for a procedure involving cement application to pelvis region. Post procedure discovery that 2 spinal cement systems and 1 needle used to deliver cement was expired. Product was brought in as sales rep stock from vendor. Expiration dates where discovered as product was being incorporated to the inventory system and the record of supplies used during the procedure.

Event description:
Patient was in neuro-interventional radiology for a procedure involving cement application to pelvis region. Post procedure discovery that 2 spinal cement systems and 1 needle used to deliver cement was expired. Product was brought in as sales rep stock from vendor. Expiration dates where discovered as product was being incorporated to the inventory system and the record of supplies used during the procedure.